Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 85 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised the device is stuck in a preparing to prime loop. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to loose /protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.